Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was monitor without battery for 10 minutes; after re-insert battery no unexpected power loss alarm noted. The sleep current is within specifications. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple power loss alarm. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the battery was not out of the insulin pump for more than 10 minutes and inserted a new battery. The customer declined to return the insulin pump for analysis.